Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion message. The battery status showed 16 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician planned to refer the patient for device replacement on an unknown future date. The physician was unaware of any scheduled device replacement procedure. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion message. The battery status showed 16 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician planned to refer the patient for device replacement on an unknown future date. To date, no device replacement procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced at another facility. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. Interrogation of the device with a programmer noted a battery depletion message. The battery status showed 16 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician planned to refer the patient for device replacement on an unknown future date. To date, no device replacement procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced at another facility. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.